Manufacturer narrative:
The device was returned as part of the asset return process. During evaluation, the device had a whitish foreign material resembling traces of a dry solution was found inside the air/water-tube and air/water-cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The evis exera lll colonovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found foreign material in the air/water tube and air/water cylinder. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.